Event description:
Reporter indicated that a pt had lead and generator revision surgery due to a lead discontinuity. The explanted lead and generator are currently in product analysis. Attempts for further info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.